Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had scratches/marks. The patient did not come in contact with the iol. The iol surface (line of sight) was scuffed. This was noticed as the iol was being loaded. The iol was removed from its package in this condition. The lens has been discarded and is not available for return. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was discarded by the customer. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.